Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The analyst noted that insertion of test leads into all the test ports indicated that lead insertion into ports was possible.

Event description:
It was reported that during a replacement procedure, it was impossible to insert the left ventricular (lv) lead into the connector port of the new cardiac resynchronization therapy defibrillator (crt-d). The device was not implanted. No patient complications have been reported as a result of this event.